Event description:
Pt was having laparoscopic inguinal hernia repair. During the procedure, the pt's small bowel sustained a perforation by a trocar, which was not detected at the time. He was returned to o/r later for surgical repair. There is no indication of a problem with the trocar.